Event description:
The device was used during right colon procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.